Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was over 600mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated for the highs. The customer states the pump was cracked and had missing pieces. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.